Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system and instrument log review was attempted with the event date and information provided by the surgeon, but the procedure could not be identified through the logs. A review shows this surgeon did not perform any procedures on the provided event date of (B)(6) 2021. An instrument review shows that no procedures performed on (B)(6) 2021 used a sureform stapler like the surgeon reported that they did during this procedure. A site history complaint review was performed and found that there were no other complaints identified for this product or event. This event is being reported due to the following conclusion: the patient reportedly experienced a post-operative leak that required them to go through unspecified surgical intervention and be hospitalized in the ICU for over three weeks. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that after a da vinci-assisted sleeve gastrectomy procedure that the patient was discovered to have a post-operative leak. The patient was hospitalized in the intensive care unit (ICU) the day after the procedure when the leak was discovered. The patient reportedly has remained in the ICU for about four weeks since. The procedure was reportedly completed robotically without any intra-operative complications. On 03-september-2021, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: this procedure took place on (B)(6) 2021 on a da vinci xi. The surgeon was using a sureform stapler with seamguard. The patient returned to the emergency department six days post-operation and a leak was discovered at the proximal staple line. The surgeon reported issues of hypotension during the procedure and said the hypotension is believed to be the contributor to this leak. The surgeon reported that they also experienced issues with ¿maintaining pneumoperitoneum which certainly contributed to the visualization on the last couple staple fires.¿ the patient was reported to be ¿a higher risk patient at baseline.¿ the surgeon reported that this patient has had multiple unspecified surgical interventions since this da vinci-assisted procedure and the patient is in critical are in the ICU.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of a post-operative leak in the staple line, which could potentially be related to a product problem. Corrected information can be found the following fields: b1. B1 updated from "adverse event" to "adverse event and product problem". Annex f updated to include f1901 due to unexpected post-operative medical intervention(s). Annex a updated to include a26 due to the procedure not being able to be identified via logs. Annex g updated to include g0405214 due to the surgeon reporting they used the sureform stapler during this procedure.